Event description:
The guidant voyager balloon catheter was prepared for use in a heart cath procedure. The interventional wire would not pass into the balloon. This device was not used on the patient.